Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient reported the pump screen is 'smudged' in the center and obstructs her ability to see the basal rate. No adverse event reported. Requested return of the alleged pump for evaluation and replacement was sent.